Event description:
Pt had a lumbar fushion in 2003 as per where they just put cages in. The cages collaped in the following month. They then went back in and did a post sexton fushion with bmp. {bone morphagenic protein}. Pt is concerned due to pt being told by other doctors that this material is not FDA approved. Pt wants to know. Pt never agreed to this being used. "Especial not knowing that adverse affect due to not being FDA approved". Pt is still having severve back pain..pt just wants to know if it is FDA approved or not??